Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -12.0 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).